Event description:
It was reported that the asymptomatic patient presented to the clinic remotely via merlin.net. Upon review, it was observed that the pacemaker was in backup vvi mode. The pacemaker was reprogrammed to resolve the issue. There was no patient consequences.

Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was returned for analysis. The device was in back-up operation mode upon receipt. Final analysis found that the device went into back-up mode due to reset error consistent with an integrated circuit anomaly. Interrogation of the device revealed it was above elective replacement indicator (eri). Longevity analysis was normal with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.